Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. The evaluation of the device was not performed because there was not report of any malfunction of the device. The device was inspected last time in july 2017 for routinary maintenance (co2 laser source replacement) and relative checks and calibration. The service was performed by local authorized technician and recorded on el.en.'s service portal ((B)(4)). The investigation has been performed by contacting the doctor directly on his clinic by phone. We have tried to reach the physician 2 times in date february the 2nd, 2018 in which the doctor was not at the clinic and in date february the 8th, 2017. Also the second time the doctor was not in the clinic but we were able to spoke with the secretary that was aware of the event with the patient. She told that the patient contacted the clinic by phone and reported the scar on the lip. The clinic offered to perform a follow-up visit to the patient in order to evaluate the lesion and determine if any therapy was needed. Despite the clinic's offer the patient did not show up to the clinic and did not contacted them neither. Based on that it was impossible to evaluate the patient's condition following the treatment. The secretary also reported that the treatment to the patient was not performed by the physician, doctor (B)(6), but it was performed by his assistance. We asked a direct contact of doctor (B)(6) but the secretary refused to give any information due to privacy related obligation. Moreover we directly contacted by phone the technician who performed the service in july 2017 in order to have more detailed information on the device. He stated that the device was working properly within specification before his service intervention. Than he proceeded to replace the laser source, as ordinary maintenance, and performed the standard calibration requested for this kind of service. The device was left, after the service, in perfect condition and the technician did not have any further call from the center related to any malfunction / alarm to the device. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that a user error performing the treatment contributed to the event . Device working within specifications. No remedial action required. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
The physician contacted the manufacturer through the general contact mail in date (B)(6) 2018 reporting of an adverse event following a laser treatment to a female patient with a laser medical device manufactured by el.en. Electronic engineering (B)(4). The physician stated that the patient contacted the clinic and reported a deep scar on her lip, following a laser treatment. No more information were given by the doctor in his initial communication related to the identification of the device nor any additional information about the state of health and evaluation of the injury reported by the patient. We, the manufacturer of the device, performed an investigation in order to determine the actual device that was involved in the event based on the information available. In fact, the physician, in his initial communication stated his name and place that are: (B)(6). Based on the above mentioned information we investigate on the web in order to find any additional information on the physician itself. We discovered that the physician works at (B)(6). This information match with the initial information given by the physician. Based on this information we have analyzed our databases for traceability of the device on the field and found the actual medical device involved in the event which is a smart us20d with ref code m079b1 and serial number (B)(4) effectively manufactured by el.en. Electronic engineering (B)(4). The present MDR report is submitted on the side of caution because we did not have any additional information related to the lesion reported by the patient nor her actual state of healing.